Event description:
It was reported that during an index procedure, a versacross connect access solution was selected for use. It was noted that during transeptal crossing, the device did not cross the atrial septum successfully. The rf wire did not cross the interatrial septum and did not perform as expected. No further details provided. No patient complications reported. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.